Event description:
Additional information from the cec adjudication committee minutes on 10/25/2011: the angiographic core lab reported 100% in-stent restenosis with no thrombus and timi 0 flow on (B)(6) 2011. This had previously been reported as stent thrombosis by the investigational site. An additional term of coronary restenosis will be added based on the angiographic core lab results. No treatment of the lpda stent was reported. The patient was discharged the following day.

Event description:
The email received for (B)(6) study indicates that stent thrombosis and distal embolization occurred. The patient is a (B)(6) male who was enrolled in (B)(6) study. The patient has a history of previous pci in 2000 with placement of a bare-metal stent (bms - tristar) in the om. The indication for the procedure was stable angina pectoris. The target lesion location was the left posterior descending artery (lpda). The rate of stenosis was 80%. There was also an aneurysm located inside the lpda territory which was later stented during the procedure. The lesion was pre-dilated with an apex 2.0x15mm balloon and a cypher 2.5mmx18mm stent was implanted into the lesion at 18 atmospheres. After the stent was implanted there was distal embolization (plaque) and no flow into the lpda. An apex 2.0mm balloon was taken down to the lpda and the guidewire was removed. Adenosine was given through the balloon catheter then contrast was injected and showed a patent stent, but no flow forward because of distal embolization. Act was checked and was registered at 162. Angiomax was stopped and heparin bolus was administered. An apex 2.0x15mm balloon was advanced distal to the stent and inflated. At this point, it was noticed that the om was occluded. The patient was diagnosed with abrupt vessel closure, stent thrombosis and intraprocedural myocardial infarction. The thrombus could not be removed. Though the stent remained patent in the vessel, blood flow was halted below the stent, making the operation in that vessel "unsuccessful" in the opinion of the investigator. Five days post-procedure a repeat catheterization showed that the stent had re-occluded. It was also noted that the patient developed pneumonia during his hospital stay.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The email received for the (B)(4) study indicates that stent thrombosis and distal embolization occurred. The patient is a (B)(6) male who was enrolled in the (B)(4) study. The patient has a history of previous pci in 2000, with placement of a bare-metal stent ((B)(4)) in the obtuse marginal (om). Additionally a history of angina (within past (B)(6) weeks), (B)(4) study for ischemia (within past (B)(6) weeks), hyperlipidemia, hypertension, diabetes mellitus, renal insufficiency, and family history of coronary artery disease was reported. The indication for the procedure was stable angina pectoris. The target lesion location was the left posterior descending artery (lpda). The rate of stenosis was 80%. There was also an aneurysm located inside the lpda territory which was later stented during the procedure. The lesion was pre-dilated with an apex 2.0 x 15 mm balloon and a cypher 2.5 mm x 18 mm stent was implanted into the lesion at 18 atmospheres. This is greater than the rated burst of 16 atm which as outlined in the instructions for use (IFU) should not be exceeded. After the stent was implanted there was distal embolization (plaque) and no flow into the lpda. An apex 2.0 mm balloon was taken down to the lpda and the guidewire was removed. Adenosine was given through the balloon catheter then contrast was injected and showed a patent stent, but no flow forward because of distal embolization. Act was checked and was registered at 162. Angiomax was stopped and heparin bolus was administered. An apex 2.0x15 mm balloon was advanced distal to the stent and inflated. At this point it was noticed that the om was occluded. The patient was diagnosed with abrupt vessel closure, stent thrombosis and intraprocedural myocardial infarction. The thrombus could not be removed. Though the stent remained patent in the vessel, blood flow was halted below the stent, making the operation in that vessel "unsuccessful" in the opinion of the investigator. (B)(6) days post-procedure a repeat catheterization showed that the stent had re-occluded. The stent remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15246276 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Distal embolization and thrombotic events are known potential adverse events associated with coronary artery stenting, and are listed in the instructions for use. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics including pre-existing aneurysm, procedural and pharmacological factors appear to have contributed to the intraprocedural event and the re-occlusion of the stent five days later. Based on the available information and the device history record review, there is no indication of any manufacturing issues related to the event.

Manufacturer narrative:
Additional information received states that approximately (B)(6) months post index procedure the patient returned with stable angina. Revascularization of the cypher stent located in the left posterior descending artery (l-pda) was performed with balloon angioplasty. This was the same lesion known to have existed (B)(6) days post index procedure, until the january admission with angina. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Approximately two months post-procedure, the patient returned with stable angina. Revascularization of the cypher stent located in the left posterior descending artery (l-pda) was performed with balloon angioplasty. Treatment was successful. Upon further review of the information in the file this event of stable angina does not meet the criteria for medical device reporting. The event of angina, two months after the index procedure will be unreported, as this is the symptom of the events that lead to the revascularization of the vessel approximately two months post procedure. The event of angina was a symptom of the embolization of the vessel that occurred during the index procedure and was left unsuccessfully treated. Therefore, the event of stable angina has been deemed not reportable. No further reports will be forthcoming.

Manufacturer narrative:
Additional information received states that approximately nine months post index procedure, the patient complained of chest pain. A coronary angiogram was performed and showed a new stenosis in the proximal circumflex (cass 18) and the proximal right coronary arteries (cass 1). The proximal circumflex was treated with a non-cypher des and the rca was treated with a veriflex bms stent. These were noted as new lesions, not within 5mm of the study stent. The two new areas were determined to be unrelated to the index stents. Also during the procedure it was noted that the cypher (cxs(B)(4)/ lot 15246276) stent in the left posterior descending artery (lpda) had thrombosed. The severity was moderate. The thrombosis was medically managed, and treatment is on-going. There was no relationship given regarding the event and the study stent. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Adjudication / new information: the complaint received for this (B)(4) study patient indicates that during the index procedure there was coronary artery occlusion (no flow) and the patient suffered an mi. Approximately two month post procedure, the patient reported angina and angiography revealed there was in-stent restenosis, poba was successfully performed. At four months post procedure, the patient reported angina. Approximately nine months post procedure, the patient again presented with angina and thrombosis of the index stent. This is a (B)(6) male with medical history including previous pci (2000) to om with tristar bms, history of angina (within past 6 weeks), positive functional study for ischemia (within past 6 weeks), family history of coronary artery disease, history of hyperlipidemia, history of hypertension, history of diabetes mellitus, history of renal insufficiency. The indication for the procedure was stable angina pectoris. The target lesion location was the left posterior descending artery (lpda). The rate of stenosis was 80%. There was also an aneurysm located inside the lpda territory which was stented later during the procedure. The lesion was pre-dilated with an apex 2.0x15mm balloon and a cypher 2.5mmx18mm stent was implanted into the lesion at 18 atms. Angiomax was given for the procedure. After the stent was implanted there was no distal flow into the lpda. An apex 2.0mm balloon was taken down to the lpda and the guidewire was removed. Adenosine was given through the balloon catheter. Further angiography showed a continuation of the no flow event. The act was checked and was registered at 162 seconds. The angiomax was stopped and a heparin bolus was administered. An apex 2.0x15mm balloon was advanced distal to the stent and inflated. At this point it was noticed that the om was occluded. The patient was diagnosed with abrupt vessel closure and an intraprocedural myocardial infarction. No thrombus could be removed from the no flow area. Though the stent remained patent in the vessel, blood flow was halted below the stent, making the operation in that vessel "unsuccessful" in the opinion of the investigator. Five days post procedure, repeat angiography revealed no flow beyond the stent. Poba to the index site at this time was unsuccessful. It was also noted that the patient experienced shortness of breath and was diagnosed with pneumonia (this was captured as a non-complaint). At the 30 day follow up, the patient reported stable angina. Additional information received states that approximately two months post-procedure, the patient returned with stable angina. Revascularization of the cypher stent located in the left posterior descending artery (l-pda) was performed with balloon angioplasty. Treatment was successful. Additional information received states that approximately four months after the revascularization procedure, the patient returned with shortness of breath and stable angina. The events were treated with isosorbide medication. The events were evaluated and determined to be possibly related to the index procedure and possibly related to the study stent. Additional information received states that approximately nine months post index procedure the patient complained of chest pain. A coronary angiogram was performed and showed a new stenosis in the proximal circumflex (cass 18) and the proximal right coronary arteries (cass 1). The proximal circumflex was treated with a non-cypher des and the rca was treated with a veriflex bms stent. These were noted as new lesions. The two new areas were determined to be unrelated to the index stents. Also during the procedure it was noted that the cypher (cxs(B)(4)/ lot 15246276) stent in the left posterior descending artery (lpda) had thrombosed. The severity was moderate. The thrombosis was medically managed, and treatment is on-going. There was no relationship given regarding the event and the study stent. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15246276 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypoperfusion is a known potential adverse event associated with stent implantation procedures. Vessel spasm may contribute to poor and/or no flow post arterial manipulation. Target lesion characteristics may contribute to debris being released during the angioplasty/stent procedure and contributing to poor and/or no flow. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Manufacturer narrative:
Updated complaint conclusion: updated cc 11/13/11: adjudication / new information: the complaint received for this (B)(4) study patient indicates that during the index procedure there was coronary artery occlusion (no flow) and the patient suffered an mi. Approximately two month post procedure, the patient reported angina and angiography revealed there was in-stent restenosis, poba was successfully performed. At four months post procedure, the patient reported angina. Approximately nine months post procedure, the patient again presented with angina, restenosis and thrombosis of the index stent. This is a (B)(6) male with medical history including previous pci (2000) to om with tristar bms, history of angina (within past 6 weeks), positive functional study for ischemia (within past 6 weeks), family history of coronary artery disease, history of hyperlipidemia, history of hypertension, history of diabetes mellitus, history of renal insufficiency. The indication for the procedure was stable angina pectoris. The target lesion location was the left posterior descending artery (lpda). The rate of stenosis was 80%. There was also an aneurysm located inside the lpda territory which was stented later during the procedure. The lesion was pre-dilated with an apex 2.0x15mm balloon and a cypher 2.5mmx18mm stent was implanted into the lesion at 18 atms. Angiomax was given for the procedure. After the stent was implanted there was no distal flow into the lpda. An apex 2.0mm balloon was taken down to the lpda and the guidewire was removed. Adenosine was given through the balloon catheter. Further angiography showed a continuation of the no flow event. The act was checked and was registered at 162 seconds. The angiomax was stopped and a heparin bolus was administered. An apex 2.0x15mm balloon was advanced distal to the stent and inflated. At this point, it was noticed that the om was occluded. The patient was diagnosed with abrupt vessel closure and an intraprocedural myocardial infarction. No thrombus could be removed from the no flow area. Though the stent remained patent in the vessel, blood flow was halted below the stent, making the operation in that vessel "unsuccessful" in the opinion of the investigator. Five days post procedure, repeat angiography revealed no flow beyond the stent. Poba to the index site at this time was unsuccessful. It was also noted that the patient experienced shortness of breath and was diagnosed with pneumonia (this was captured as a non-complaint). At the 30 day follow up, the patient reported stable angina. Additional information received states that approximately two months post-procedure, the patient returned with stable angina. Revascularization of the cypher stent located in the left posterior descending artery (l-pda) was performed with balloon angioplasty. Treatment was successful. Additional information received states that approximately four months after the revascularization procedure, the patient returned with shortness of breath and stable angina. The events were treated with isosorbide medication. The events were evaluated and determined to be possibly related to the index procedure and possibly related to the study stent. Additional information received states that approximately nine months post index procedure, the patient complained of chest pain. A coronary angiogram was performed and showed a new stenosis in the proximal circumflex (cass 18) and the proximal right coronary arteries (cass 1). The proximal circumflex was treated with a non-cypher des and the rca was treated with a veriflex bms stent. These were noted as new lesions. The two new areas were determined to be unrelated to the index stents. Also during the procedure it was noted that the cypher (cxs(B)(4)/ lot 15246276) stent in the left posterior descending artery (lpda) had thrombosed. The severity was moderate. The thrombosis was medically managed, and treatment is on-going. There was no relationship given regarding the event and the study stent. The index stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15246276 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Hypoperfusion is a known potential adverse event associated with stent implantation procedures. Vessel spasm may contribute to poor and/or no flow post arterial manipulation. Target lesion characteristics may contribute to debris being released during the angioplasty/stent procedure and contributing to poor and/or no flow. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.